Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient with unexpected residual refraction and the post-operative outcome more than one diopter after epilasik surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment. The logfile shows nineteen successfully performed treatments. The reported treatments for left eye of the associated patient could be identified in the logfile. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Additional clinical data (post-op information) was requested but not provided therefore a thorough clinical analysis cannot be performed. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).